Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in the logs that occurred on (B)(6) 11 at 05:47:05 with drain volume of 3675 ml during cycle 4 the fill volume was 2200 ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). A review of the device logs confirmed the increased intra-peritoneal volume (iipv) event, but could not duplicate during the pal evaluation. The cause of the iipv found in the logs was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. A device history review revealed a failure of a c55 drop from cover assay; the hc machine was reworked and pass all subsequent testing prior to release. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.